Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been treated for an episode of ventricular fibrillation (vf) but the rhythm was suspected to be  atrial fibrillation (af) with rapid ventricular response as there was an atrial arrhythmia in progress at the time of the therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the data summary report generated by the patient monitoring system showed one atrial tachycardia/atrial fibrillation (at/af) episode however episode list showed ongoing at/af episode due to a mobile programmer error. The mobile programmer remains in use. It was further reported that complications including a pulmonary embolism, bilateral deep vein thromboses, a non-st-segment elevation myocardial infarction (nstemi) and bandemia occurred as a result of this event. The patient was prescribed an antiarrhythmic and an anticoagulant medication for treatment. No further patient complications have been reported as a result of this event.